Event description:
Approx. 7 days following interventional repair of an aortic artery disruption the pt expired. The physician does not attribute this event to the device, rather to a weak aorta and aggressive ballooning during the primary procedure.